Event description:
It was reported that the physician introduced the rotator cuff into the truepass and the suture passed through but the spring of the capture system broke. An open surgery was performed in order to finish the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.